Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that their blood glucose increased to 421 mg/dl while she was sleeping due to a bent infusion set cannula. The patient treated via manual insulin injections. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.